Event description:
It was reported that this pacemaker entered safety mode and recorded codes 0xa 0xa 0xa, indicative of an oscillator mismatch and device reset. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported, and it was noted that the patient was not pacer dependent. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
Correction to h11 return analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing/sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker entered safety mode and recorded codes 0xa 0xa 0xa, indicative of an oscillator mismatch and device reset. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported, and it was noted that the patient was not pacer dependent. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker entered safety mode and recorded codes 0xa 0xa 0xa, indicative of an oscillator mismatch and device reset. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported, and it was noted that the patient was not pacer dependent. No additional adverse patient effects were reported. Product return was requested.